Event description:
Alleges driving along highway 7 and bayview and attempted to pass a pedestrian. When attempting to maneuver the terrain, the device allegedly tipped backwards.

Manufacturer narrative:
The alleged event could not be duplicated. The anti-tip wheels were present and secure. The go chair passed dynamic and static stability testing in 2016.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information become available, a follow-up report will then be issued.

Event description:
Alleges driving along (B)(6) and attempted to pass a pedestrian. When attempting to maneuver the terrain, the device allegedly tipped backwards.